Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and tvt obturator was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on an unknown date. No additional information was provided.

Manufacturer narrative:
(B)(4). This emdr represents supplemental report # 2210968-2016-30220 for previously submitted MDR number 2210968-2016-31631, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. This report does not represent a new reportable event. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.